Event description:
Analysis was completed on the returned tablet and it was identified that the usb port was damaged. As a result, the tablet was unable to establish communication. No further anomalies were identified.

Event description:
It was reported that the usb port for the tablet device was damaged. The usb serial cable had to be inserted and held in a certain position which sometimes allowed successful communications. The tablet device has been returned to the manufacturer where analysis is currently underway.